Manufacturer narrative:
The product has not been returned for eval.

Event description:
It was reported that the attachment overheated during use and caused a second degree burn to the pt's lip. The burn was treated with a prescription of silvadene but no scar or further treatment is expected.